Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. The patient¿s implantable neurostimulator (ins) was implanted on the day of the report and the system was in place following the implant. It was reported that the connectivity and impedances were checked and there were no issues found. But about one minute later, impedances were checked again, and it was discovered that electrode 0 was unusable; the connectivity showed that the electrode was not connected. The medical doctor was aware of the issue and they wished to proceed with closure without reseating the lead into the ins after ensuring that loss of this electrode would be acceptable for programming. There were no contributing factors reported and troubleshooting was not performed. The issue was not resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.